Manufacturer narrative:
The lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are lot # h12d3904, #h12d3902 and # h12a2202. (B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a transforaminal interbody fusion to treat lscs. It was reported that a screw perforated the vertebra causing the surgeon to move to an open procedure. During dilator insertion, a guide-wire was removed accidentally from the patient. The surgeon re-inserted the guide-wire by using lateral intra-images only. After the surgeon confirmed that post-operative images showed that the screw perforated the vertebra toward a spinal canal, the patient underwent a revision surgery immediately. The patient is reported as doing.